Event description:
The customer stated that she was treated by paramedics for a blood glucose reading of 29 mg/dl. Later, the customer was treated by paramedics again and taken to the hospital. The customer was then hospitalized again, this time for diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump passed the prime and displacement tests. Prior to the events, the customer began taking a new medication. The customer is also on dialysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.